Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Effective stimulation was restored following the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation approximately a month ago (date of event is unknown). The patient was advised by her gi physician to stop using stimulation to assess if her abdominal pain was related to the scs system. Due to this instruction, the patient discontinued using/charging the system. The patient is currently unable to communicate with external devices. Surgical intervention is planned as the next course of action.